Event description:
No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: a3, b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h8, and h10. Review of the most recent repair record identified no related findings/repairs to the reported event. Per the inspection checklist, the rpms were in specification, the control bar was in the correct position, and the calibration was in at all readings. No problem was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined as the unit operated within specifications. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report based on information discovered during the device evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the device was skipping, and the graft was not good. There was no patient harm/impact or delay in surgical procedure. No adverse events were reported as a result of this malfunction. Due diligence is complete. No additional information is available.